Event description:
It was reported that the residual volume was greater than the expected residual volume. Beginning in (B)(6) 2013 (for the past 3 refills) when the bupivacaine concentration was decreased from 30mg/ml to 20mg/ml they noticed they were wasting more drug with each refill. The reporter did not have the exact volumes but stated they may be expecting 2-4cc but aspirated out of the reservoir 9-10cc. At times, the pump was refilled a week prior to the actual refill date. The pump was at a high flow rate of 1.055 ml/day. The pump was delivering clonidine (1200 mcg/ml at 1266 mcg/day) and bupivacaine (20 mg/ml at 21.104 mg/day). Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, lot# j11143r14, implanted: (B)(6) 2002, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. (B)(4).